Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. No battery or power anomalies noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm . Customer was able to clear alarm and able to complete rewind the insulin pump. Customer was performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.